Event description:
It was reported that during a da vinci assisted partial nephrectomy surgical procedure, the 30 degree endoscope did not rotate up/down as desired. The endoscope turned at the beginning always in one direction. The image reflected in console was reversed. After using an other optics with the same arm and cover, it worked fine. The alleged issue caused a procedure delay of less than 15 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no damage noted. The surgeon could not move the endoscope with the console. The endoscope was installed correctly,, but the customer had unintuitive motion. The procedure was performed with a reserve scope.

Manufacturer narrative:
The 30 degree endoscope has been returned for evaluation and the testing has been completed. The reported issue that the optics did not rotate up and down as desired was confirmed. The endoscope was found to have damaged binding and damage to the distal tip. In addition the transmittance test failed. A review of the device logs for the 30 degree endoscope (part# 470057-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion with no evidence or claim of user mishandling or misuse. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.